Event description:
It was reported that the right ventricular lead impedance had increased and was high from the time of the device replacement procedure approximately eleven months earlier. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5068-45 lead, implanted: (B)(6) 2001. (B)(4).